Manufacturer narrative:
One unused cleo 90 infusion set was returned for evaluation. No used devices were returned. The investigation was unable to confirm the reported complaint. The customer returned one device for evaluation, which did not include the devices related to the reported issues; therefore, the evaluation of the returned device will be used for each medwatch report. See MFR: 2183502-2016-01818 and 2183502-2016-01819.

Event description:
It was reported that cleo 90 infusion sets had failed to stick in the last week from date of report. The mother observed that the site failed after 12-24 hours of use. It was noted that the patient's blood sugar increased during the incident. No permanent injury was reported. See MFR: 2183502-2016-01818 and 2183502-2016-01819.